Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube's cap came off when processing and spilled on the countertop. The sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 05-may-2025 investigation summary: bd received 100 samples for investigation. The returned samples were inspected for damage, revealing no visible defects. A functional test was conducted on 10 of these samples, and all tubes met the specification limits with the stopper function operating correctly. Additionally, 100 retained samples were inspected, also showing no visible defects. A functional test on 10 retained samples confirmed that all tubes were within specification limits, with the stopper function performing as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube's cap came off when processing and spilled on the countertop. The sample was recollected. There was no other health impact or consequences reported.